Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "the ventilator powered off while connected to a patient. The first battery had triggered a pre alarm indicating replacement was required, while the second battery was functional and within its valid date range.¿ no heath consequence or impact.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.